Manufacturer narrative:
This report is being submitted for an incident that occurred earlier. The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
There was a revision surgery due to a rod slippage from the l4 screw.